Event description:
The customer contact reported that during testing at the user facility, it was noted that the ac power cord ground contact was broken. The device was returned to the biomedical department with a report of the battery will not charge. No tracking info was provided therefore, specific patient info, device programming or, event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the ac power cord ground contact was broken. No add'l info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. During testing, it was noted that the ac power cord ground contact was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.